Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofiberscope was processed without the eto cap. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed the reported event of insufficient or incorrect reprocessing of the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing was conducted without eto cap, which led to damage of the bending section cover. It is likely the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. The suggested event can be detected by handling device in accordance with the following instructions for use (IFU). IFU: bf-p60 operation manual chapter 3 ¿preparation and inspection¿ the suggested event can be prevented by handling device in accordance with the following IFU. IFU: bf-p60 reprocessing manual chapter 3 ¿cleaning, disinfection and sterilization procedures¿ olympus will continue to monitor field performance for this device.